Manufacturer narrative:
(B)(4). The injection port with locking connector and 30 cm of catheter were returned for evaluation. Blue color was observed inside of the septum and catheter (result of the fluoroscopy). Upon microscopic evaluation, it was noted that the septum was punctured several times, it was also noted that the catheter had several punctures marks. The complaint was confirmed. The punctures observed on the catheter were probably performed by a sharp instrument (i.e needle). While it was not possible to draw definitive conclusion regarding the root cause of the reported event, it can tentatively be concluded that if the location of the port is not established by palpation or fluoroscopy before band filling as recommended within the instruction for use (IFU). It was possible that the tubing may have been inadvertently punctured during the adjustment procedure. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process. Therefore, it is unlikely that the manufacturing process has contributed at this issue.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that post implant a realize adjustable band the patient was not feeling restriction. The patient returned for the fourth fill. A fluoroscopy was performed and no leak was found. The patient returned on (B)(6) 2011 and it was found during the diagnostic procedure a pin hole size leak in the tubing. The surgeon cut the distal end to the damage tubing and replaced the port. No fluid was added. The patient is currently recovering without any reported consequences.